Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump was powered on with a call service (cs) 69 alarm issue. The pump was unable to recover from cs69 alarm after reboot; therefore the investigation steps were unable to be verified. The reported, ¿no power¿ complaint was unable to be investigated due to the cs 69 alarm issue. A review of the black box and pump alarm history revealed a ¿cs69¿ failure was written as ¿cs87¿ failure. A component failure was found on the printed circuit board. Unrelated to the complaint, the display screen was found to be dim, faded and pink. Also unrelated to the complaint, the battery compartment was found to be cracked on the side from the threads, traveling down to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging, "no power" to the pump. There was reportedly moisture in the pump and the pump stopped working. There was no indication of damage to the pump. There was no reported adverse event associated for this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.